Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assesment; result: the device tip was reported to have fractured. Manufacturing records were reviewed and no issues were found for this lot number. The device was found to be in the field for approximately 4 years. Conclusion: considering the number of uses reported, the instrument age and finally the use of this instrument with non-stryker devices, the root causes of the reported event are likely a combination of user misuse and normal wear.

Event description:
It was reported that the top of the screw extractor was broken during surgery.

Event description:
It was reported that the top of the screw extractor was broken during surgery.